Event description:
A user facility returned the olympus evis lucera duodenovideoscope to the service center for maintenance before disposition. Upon inspection and testing of the returned device, it was observed that the forceps elevator was defective. The gap of adhesive on the distal end caused stain to enter inside the lens. This report is being submitted for the event found during field service engineer (fse) evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a leakage due to deformation of the universal code and the electrical connector was corroded due to leakage. The evaluation also found the light guide lens to be broken and dirty. The angulation in the right direction is out of standard due to worn of the angle wire. Additionally, the scope connector at the universal code and the connecting tube were defective. The faulty parts need replacement to meet olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 14 years since the subject device was manufactured. Based on the results of the investigation, the cause of the defective forceps elevator likely occurred from one of the following: physical or chemical stress, the storage environment and/or age deterioration. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk. Storage of the endoscope : 2. Confirm that all surfaces of the endoscope (especially the interior of the channels, the distal end, the lens, and the electrical contacts) are completely dry." Olympus will continue to monitor field performance for this device.